Event description:
It was reported that there was pain in the patient¿s back and lower back. The patient had a dorsal column stimulator implanted about 20 years prior to the date of this report. The patient¿s stimulation was not the best but it was not the worst. The patient stated that he ¿was pushed into something and then it was worse putting pain where it managed no pain.¿ the patient had never quite got the effect he thought he would. The patient always was having kidney stones. The patient had pain in the kidney area as well and thought it was from the kidney stones. It was noted that where the pain was he was told he would not be feeling the kidney stone pain there. The patient also had a deep brain stimulator for pain as well as the spinal cord stimulator which was implanted in 1994. When the patient was asked if the systems were working he had stated that they had not worked for a long time. The patient inquired if the lead could cause the kidney issues. A primary healthcare professional had done an x-ray to see if the leads had possibly migrated. The stimulation helped with the pain but only for 3-6 months post-surgery. After the stimulation stopped helping with the pain and it had really never covered the pain. The patient had cranked it really high like a 7 but it was not helping with the pain. It was noted that the skin on the patients back was stuck to the nerve. The patient was currently on oral morphine and still had pain. There had been no falls or traumas. The patient still had the implantable neurostimulators (inss) in his body. No interventions or outcome were provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
Product ID 7424, serial# (B)(4), implanted: 1991 (B)(6); product type implantable neurostimulator product ID 7441, serial# (B)(4), implanted: 1994 (B)(6); product type adapter product ID 3586, serial# (B)(4), implanted: 1994 (B)(6); product type lead product ID 7496, serial# (B)(4), implanted: 1991 (B)(6); product type extension product ID 3586, serial# (B)(4), implanted: 1991 (B)(6); product type extension product ID 7496-51, serial# (B)(4), implanted: 1991 (B)(6); product type extension. (B)(4). The device was used for an off label indication. The indication the device was used for, was pain.